Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the customer did not wipe the bronchovideoscope off during the manual cleaning process after the leak test and before they brush the scope. They performed it at bedside. The issue was found at reprocessing. There were no reports of patient harm.